Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that, "surgeon broached the canal and did a trial reduction as normal. He determined the size 5 accolade tmzf was the proper implant, after attempting to implant, surgeon determined it would not fit into pt, it was hanging up distally. Surgeon asked for the distal rasps but they were not available, it was suggested that surgeon try other means of opening the canal such as to continue broaching, and flexible reamers for example. All other suggestion were refuted by surgeon. He proceeded to retry the 4.5 broach trial and determined he would prefer that implant instead. The #4.5 accolade tmzf was opened and successfully implanted into pt."